Manufacturer narrative:
The investigation has been completed. Complaint device not returned for analyzing. Data log reviewed: on (B)(6) 18 hours into support there is a mc spike at p6 followed by slightly dampened mc. This event is days prior to the reported hemolysis and the pump metrics, such as mc, shortly resolve. There are suction alarms throughout support and position unknown alarms. The root cause of the tachycardia was unable to be determined due to insufficient clinical details. The cause of hemolysis issue was most likely improper positioning per clinical information that unable to get optimal positioning due to small lv. The cause of positioning issues was most likely patient condition related due to small lv. The cause of vascular damage was not determined due to lack of clinical details. B5 updated with information that was inadvertently omitted on the initial manufacturer device report number. H6 health effect clinical code 1884 hematoma was inadvertently omitted on the initial manufacturer device report number. H6 health effect impact code 4629 device revision inadvertently omitted on the initial manufacturer device report number.

Event description:
It was reported that there were hemolysis signs confirmed with elevated plasma free hemoglobin levels. Plasma free continued to increase, witch resolved after escalation to impella 5.5.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle. ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis. ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction. ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿

Event description:
The user facility reported impella cp and extracorporeal membrane oxygenation (ECMO) support was placed to support a patient with angina and ventricular septal defect. The patient experienced ventricular tachycardia with turns. Vascular addressed a large hematoma in the arterial side of the ECMO. The impella cp was assessed on echocardiogram and was confirmed to be shallow (2 centimeters) but the pigtail was touching the posterior wall with a very small left ventricle cavity. They opted to leave as is since there was adequate flow. Many attempts at repositioning were done but the small left ventricle still was not optimal. The patient survived.